Manufacturer narrative:
The user reported a hospitalization event and was diagnosed with cellulitis. The event occurred on (B)(6) 2025. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization event and was diagnosed with cellulitis. The event occurred on (B)(6) 2025. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.